Event description:
It was reported the insulin pump had alarmed motor error during prime. Customer's blood glucose was unknown. The device is being returned for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no motor error alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. The insulin pump has cracked case at the display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.